Manufacturer narrative:
A siemens regional support center (rsc) specialist was dispatched to the customer site. The customer's information technology department performed maintenance task (random access memory upgrade) on their server and the communication between centralink and lis had to be restored from the lis side. The rsc specialist determined that some of the image files were not removed from the lis when the centralink sent hematology result values. Such an image file contains a scattergram. Their file names are based on an arbitrary 4-digit sequence numbers (e.g. 0234.bmp), and can be re-used anytime by the centralink. The sequence number is used only to provide lis a reference for retrieving the correct image file related to the results sent to the lis. Centralink at the later stage used the same file name for the affected orders but could not save the actual scattergramm, as an old file with the same name was still present in the lis. Thus, lis utilized that wrong file. A siemens customer service engineer (cse) was dispatched to the customer site. Based on the rsc specialist's findings, the cse removed some still present files in file transfer protocol (ftp) folder of lis to avoid any re-occurrence of the issue. The cse informed the customer about the cause of the issue and also suggested implementing a task which ensures that old/overdue image files are removed from the lis. The cse provided supplemental information to the customer indicating that scattergram image files shall only exist for a short time as they are referenced in the according sample ID result transmission and it is the responsibility of lis system to manage such files. The cse noted that ftp host of the lis ftp folder is the centralink system. It should rather be the lis system. The cse also informed the customer about how the numbering should be managed and the responsibility of the lis as per the centralink operator's guide. The cause of the scattergram being assigned to the incorrect patient orders was due to incorrect file name utilized by the lis. The device is performing as expected. No further evaluation of device is required. MDR 2432235-2018-00017 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00018 was filed for the event occurred on (B)(6) 2017.

Event description:
Scattergram (hematology image) obtained on the centralink data management system was assigned to the incorrect patient order on the laboratory information system (lis). The scattergram provides the graphical image which gives an overview, indicating if the whole blood results are normal or abnormal. The scattergram was displayed correctly on the centralink and advia 2120 hematology system. The customer had resent the results from the centralink to the lis manually and the correct scattergram was displayed for the affected patient samples. During troubleshooting, siemens personnel identified that twenty-two scattergrams were not corrected. It is unknown if the customer resent the correct scattergram for those patient samples. There are no reports of patient intervention or adverse health consequence due to the scattergram being assigned to the incorrect patient order on the lis.